Manufacturer narrative:
The iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. Initial implant was replaced with a lower diopter lens without complication. While we were unable to determine the cause of this event, our investigation reasonably suggests, it is not manufacturing related.

Event description:
It was reported that the intraocular lens was explanted 2 months post-opertive, due to calculation errors. The original implant was replaced with a lower diopter lens without complication.

Manufacturer narrative:
A review of the manufacturing records shows that the inspection processes for the suspect device met all specifications. No process deviations were noted. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.